Event description:
Boston scientific received information that the left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.